Event description:
Prior to pt use in ICU, the ventilator worked only for few hours and it stopped ventilating. Reportedly a 'low pressure' occurred all the time. There was no pt involvement in this case.